Event description:
The customer reported that the system froze, locked up, and would not save pt data images. No pt serious injury or death reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software and configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.